Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was prescribed oral antibiotics on (B)(6) 2014 due to infection at the implant site, subsequent to a procedure on (B)(6), 2014 to access the fixture site under general anesthesia to place a new abutment. The implanted device remains.